Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided; cause was not known. Customer addressed bg by administrating a manual correction injection and drinking water. The customer declined further assistance from tandem technical support regarding the cartridge alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.